Event description:
It was reported that an accessory kit was used to add saline to the inflatable penile prosthesis(ipp) reservoir due to the strength of the cylinder being weak. No device was removed or replaced. A patient outcome of stable was reported.